Event description:
While the physician was using the versajet on a wound debridement, the physician declared he smelled smoke. No one else initially noticed the smoke smell; however, after a few minutes, everyone could smell as it became obvious. They stopped the surgery and inspected all equipment. It was noted that the versajet turned itself off. The machine was removed from the room. One person stated they saw smoke coming from the handpiece of the machine.